Event description:
The patient's legal guardian (lg) reported the adhesive failed to adhere and pod fell off the infusion site (leg), causing the cannula to dislodge. The patient's blood glucose levels rose to 350 mg/dl and a new pod was applied for treatment. Pod was worn for between 1 and 4 hours. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.